Event description:
The customer reported that their t:slim x2 pump battery would not charge, despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.